Manufacturer narrative:
Date of event (B)(6) 2015 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor patient reported that their ins was replaced because there was less than a year's life left in it and was ultimately replaced after 3 years when they had thought it would last 5 years, so therefore they thought the ins battery was replaced early . No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer regarding a patient reported the cause of the premature implantable neurostimulator (ins) depletion was not determined. The patient noted they were running it high 4.3 (B)(6). The patient they had changed to program 3 at 2.6. There were no further complications that have been reported as a result of this event.